Event description:
Pca primary cup was removed with great difficulty because of bone ingrowth. An insert that was fixed with cement was also removed because of consistent dislocation. The acetabular shell was a primary one piece acetabular shell (pca). Original liner had been removed in a previous revision surgery. The current line was being held by cement and had to be removed to achieve access to the pca shell.